Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient began treatment with reflin injection (1 gm/day, route of administration not reported), tobramycin injection (40 mg/day, route of administration not reported) and heparin injection (2500 iu, 0.4 ml/exchange, route of administration not reported) for the peritonitis. The outcome of the peritonitis was unknown. The patient has been retrained on proper aseptic technique. Dianeal therapy was ongoing. No additional information is available.